Event description:
Procedure: vats. According to the reporter: the right upper lobe wedge was too thick to fire the auto suture device, so another firms 60 mm staples was used. One laparoscopic specimen bag was used to retrieve wedges. Post-op chest x-ray (cxr) demonstrated metallic opacity in the right lung field, not present pre-op. CT verified a metallic object in pleural space adjacent to parenchyma of rll, approximately 9x7mm with one rounded and one flat and with s-shaped region in the center. Upon investigation, the metallic object was found to be part of the staple load that apparently dislodged from the device. The retained object is thought to be a low risk for harm to patient due to size and location in pleural space.

Manufacturer narrative:
(B) (4).